Event description:
The patient was undergoing a bronchoscopic procedure for ablation of a bronchial carcinoid tumor using an argon plasma coagulator. Before the patient was completely awake, significant abnormalities occurred and the patient suffered a cardiac arrest. Resuscitation was begun; tee revealed that there was air in the left ventricle. The patient was placed on extra-corporeal membrane oxygenation and transferred emergently to the cath lab. There was a visible pocket of air in the left ventricular cavity. A pigtail catheter was advanced into the lv and used to aspirate the air. There was reduction in the appearance of the air pocket on fluoroscopy. When maximal efforts to aspirate the air were completed, the patient was defibrillated with one shock and sinus rhythm was restored. The patient was placed on the ventilator with good oxygenation and co2 exchange.